Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification and leaflet thickening were noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for 15 years and three (3) months, was explanted due to aortic valve dysfunction with insufficiency and a torn leaflet. Per medical records received, this case involved a (B)(6) male patient with a history of aortic valve replacement, hyperlipidemia, tia, and aortic stenosis. He subsequently developed atrial fibrillation with required an ablation and a pacemaker. He presented with new onset prosthetic aortic valve dysfunction with severe aortic insufficiency and an apparent torn leaflet. Echocardiogram confirmed a well seated bioprosthetic valve with a leaflet in the right coronary cusp position that was thickened, calcified and appeared to flail. There was severe transvalvular aortic regurgitation that was directed towards the lv side of the anterior mitral leaflet. Workup revealed a 4.9 cm aneurysmal dilation of the ascending aorta consistent with aortopathy seen with a bicuspid aortic valve. He underwent an aortic valve replacement and resection of the ascending aortic aneurysm and aortic replacement with a #30 gelweave dacron graft. The prosthetic valve was noted to be degenerated with fibrosis, scarring and a partially torn leaflet. The valve was excised. Pathology noted a prosthetic valve with calcification. The device replaced with another edwards bioprosthetic valve. The ascending aortic aneurysm was repaired. He was weaned from cpb without difficulty. It was noted that the left ventricular function was good. Echocardiogram confirmed normal function of the aortic bioprosthetic valve. He was transferred to recovery in stable condition. He was discharged on pod #4.